Event description:
Based on the medical judgment received, the valve failure was rated as being 'normal' structural valve deterioration over time. The tavi procedure was performed on (B)(6) 2019. The remainder of the information previously provided remains unchanged.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Since the device was not explanted (tavi implanted), no further investigation is possible at this time. Based on the available information, a definitive root cause cannot be established at this time. However, based on the document review performed, no manufacturing deficits were identified. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
Tavr performed; valve not explanted.

Event description:
The manufacturer was informed of the following publication "a series of four transcatheter aortic valve replacement in failed perceval valves" by misfeld1 et al. Which contained an event involving one of the manufacturers products. The following case report was included in the study. An (B)(6)-year-old female patient with combined aortic valve stenosis and regurgitation. She underwent aortic valve replacement with a perceval valve size s in (B)(6) 2015. In addition to angioplasty of the left anterior descending coronary artery with a des in (B)(6) 2019, the left atrial appendage was partly closed with a watchman flx 24 mm device (boston scientific, marlborough, ma, USA) due to atrial fibrillation with recurrent gastro-intestinal bleeding under anticoagulation. The patient was readmitted in (B)(6) 2019 with progressive dyspnea (nyha iii¿IV), related to combined prosthetic valve stenosis and regurgitation. Pre-procedural echocardiography revealed preserved lv function (ef of 64%) and aortic valve stenosis with max/mean gradient of 64/41 mmhg and mild aortic regurgitation. CT scan revealed the following diameters: annulus min/max 20/22 mm, effective 20.7/20.9 mm (area/circumference), mid-sinus 33 mm, sino-tubular junction 24 mm, distance of coronary ostia to the left coronary ostium 11 mm and to the right coronary ostium 13 mm. Technical aspects: in addition to the standard protocol, a sentinel protection device (claret medical, santa rosa, ca, USA) was placed into the innominate and the left common carotid artery. The v-I-v procedure was performed using a 20 mm sapien 3 transcatheter valve. Outcome: analysis of the cerebral protection system revealed debris in both filters. The early course was uncomplicated and the patient was discharged on pod 3. At 3-month follow-up, this patient had also clinically improved, but still had dyspnea (nyha ii¿iii). Lv function was normal and mean gradient across the aortic valve prosthesis was 17 mmhg with an eoa of 1.2 cm2. There was no residual aortic regurgitation. During the last admission, an amplatzer vascular plug iii (st. Jude medical inc., mn, USA) was implanted to close the residual gap in the laa.